Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the reported complaint; however, electrical and mechanical adjustments were made to correct the reported problem. No parts were replaced, and system was tested and verified as ready for use.

Event description:
It was reported that during da vinci-assisted benign hysterectomy surgical procedure, site contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to report a problem with the erbe generator. The ground pad was not registering, and the ground pad icon was red causing monopolar energy not to work. System logs showed no associated errors at the time of the call. Prior to calling, the customer tried power cycling the erbe, multiple ground pads, and multiple monopolar energy cords with no change. System logs showed monopolar energy settings displayed but the customer advised the ground pad icon on the erbe was still showing red. Customer confirmed they are using a validated covidien ground pad. Tse confirmed the customer has the ground pad properly oriented with the long edge of the neutral electrode pointing toward the operating field. Tse recommended rebooting the erbe, but the customer declined due to the ongoing procedure. Customer also advised they do not have a covidien force triad generator or another vision cart available. Customer was continuing with the procedure and informed they will try rebooting the erbe after the case. The procedure was completed with no reported injury.